Event description:
It was reported that during an implant procedure, after tightening the set screw on the ventricular port, the set screw came out of the device header, stuck to the tip of the wrench when the wrench was extracted from the grommet. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).